Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the first pull of the atb35 firing trigger, there was a loud crunch and the stapler stopped working. Another device was used to complete the case. There was no consequence to the pt.